Event description:
Customer reportedly obtained results of 537mg/dl and 220 mg/dl within 10 minutes on the advantage test system. Customer was reportedly incoherent when reciving these results on the test system. Customer was given glucagon by his wife to elevate his blood glucose. No medical attention sought or received. No quality controls were used. Information suggests comparison was performed in the home. Requested return of suspect test system and replacement was sent. Advantage test system: meter, strip lot 549613, exp 04/30/2008, cat/04388208001.

Manufacturer narrative:
Suspect device: comfort curve test strips.